Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis coincident to receiving dianeal pd2 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd2 1.5% and 2.5% ultrabag therapies (dose and frequency not reported, lot numbers 1201100 and 1203014, respectively) intraperitoneally (ip) peritoneal dialysis (pd). At the time of this report, dianeal pd2 1.5% and 2.5% ultrabag therapies were ongoing. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized. The cause of the peritonitis was a break in aseptic technique, further described as the patient made a mistake. On an unreported date the patient was treated with vancogen (1gm, ip, frequency not reported), tazin (4.5gm, intravenously, twice a day) and unizox (1gm, intravenously, daily). It was not reported if the patient received re-training on aseptic technique. At the time of this report the patient remained hospitalized, however is reportedly recovering

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.